Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, two needles detached from suture. Another suture was opened and used to resolve the issue.